Manufacturer narrative:
Attempts to obtain additional information are being made, should additional information be made available, this report will be updated.

Event description:
Additional information was provided that the impedances have only had 200 ohms increases; therefore, the physician plans to follow the patient on a regular cadence. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range impedance measurements greater than 2,000 ohms. The patient was not pacemaker dependent. No adverse patient effects were reported.